Event description:
Boston scientific received information that telemetry was unable to be established with this pacemaker and a telemetry out of range message was observed on the programmer. Boston scientific technical services (ts) discussed checking the device magnet rate and attempting to use another programmer. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.